Manufacturer narrative:
The returned lead was analyzed, passed all tests performed, and exhibited normal device characteristics. The reported event was not confirmed. The lead passed impedance test. Xray for registration passed successfully. Lead exhibits normal characteristics. The probable cause selected is no problem detected.

Event description:
It was reported that patients lead had fractured resulting in high impedance. The patient underwent a lead removal procedure.

Event description:
It was reported that patients lead had fractured resulting in high impedance. The patient underwent a lead removal procedure.